Event description:
Physician reported, right side "cystic formation". And capsular contracture, baker grade IV. Device has been explanted and replaced with a non-allergan device. Ultrasound and biopsy have been performed.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event .that is not related to the device. Cyst(s)-breast: unable to observe, as it is a medical event. That is not related to the device. No additional observations. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cyst and capsular contracture, baker grade IV.

Event description:
Physician reported right side "cystic formation" and capsular contracture - baker grade IV. Device has been explanted and replaced with a non-allergan device. Ultrasound and biopsy have been performed.